Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. Furthermore, the evaluation uncovered the following: a broken cable. A known good cable was fitted and the camera then passed all functional tests. A pixel correction procedure was completed to remove pixel errors. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during maintenance, a faulty image on the hd camera head. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the broken/faulty cable could not be identified. Olympus will continue to monitor field performance for this device.